Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server had delays in order crossing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the orders were delayed crossing to station. The technical support specialist (tss) dialed into the server, verified carefusion coordination engine (cce) communication and healthsight viewer (hsv) notices, confirmed multiple devices on manual critical override, restarted services to restore message flow, suspected an admission discharge transfer (adt) side issue, observed a prior 2.5-hour message delay with no ongoing delays, advised the customer to monitor and check adt if the issue persists, and received confirmation to close the case. The system functioned as intended after the technical support specialist troubleshooted the issue.

Event description:
It was reported that when using the bd pyxis¿ es server had delays in order crossing. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.